Manufacturer narrative:
This report is filed february 26, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced chronic infections at the abutment site. Subsequently the patient was prescribed multiple courses of antibiotics (dates not reported). The implanted device remains.